Event description:
The customer reported that while the unit was in use on a pt, the unit generated a system failure alarm. The pt was switched to another unit and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The company rep observed the code 65 (safety vent failure) in the error log. The company rep replaced the k6a safety vent valve (B)(4). In an unrelated repair, the expired safety disk was replaced too. The unit was tested to factory specification. It functioned normally and was returned to the customer.